Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis zee floor system. During an interventional procedure, the system became blocked and was not functional. A system restart was initiated and all functions were restored. The procedure was completed without further issue. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The investigation showed a hardware problem with the image visualization system (ivs). During a procedure the ivs was sporadically unavailable. The system entered backup review mode when the ivs is unavailable, as specified. The backup review mode is a mode where fluoro and acquisition are possible but the data is not transferred to the ivs for storage in the local database. The customer continued to acquire images while in this mode. Normal system functionality was restored after two manual system restarts. The affected ivs was returned for investigation. The original state of this part was changed during service activities; therefore, no exact root cause could be determined. The affected ivs was exchanged on site by a siemens service engineer and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.